Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 4: reference MFR. Report# 1627487-2016-02843, reference MFR. Report# 1627487-2016-02845, reference MFR. Report# 1627487-2016-02848. It was reported the patient experienced ineffective stimulation along with the change in pain pattern. System diagnostics determined high impedances on the leads. A sjm representative tried reprogramming and the patient was under observation. However, additional follow up identified the patient has requested an scs system explant. Surgical intervention may be pending to address the issue.